Event description:
It was reported that a spectrum iq infusion pump did not detect air bubble during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing did not identify any issues related to the customer reported condition. A set was able to be loaded and multiple infusions were run with no discrepancies. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation did not test for air in line detection but did verify that all calibrations are in specification and also verified that all the switches are properly functioning. No component issue was identified. The device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.